Manufacturer narrative:
The incident was due to the oxygen supply on the hospital side and it is confirmed the unit functioned normally. This incident is then considered to be the fault of the hospital as the philips device functioned properly. The philips device remains onsite and in use. This was reported in error. There was no product malfunction. Based on this information, this is not reportable.

Event description:
The customer reported no oxygen supply. The device was in clinical use. No patient or user harm was reported.